Event description:
The patient awoke in the night as the homechoice was alarming. The homechoice was in drain mode and was alarming to say low drain volume. When the patient looked they realized that their transfer set had become disconnected from the lineo connector on the patient line, and that there was some fluid leakage on their bed. They then decided to try to reconnect (despite having been taught to discard all of the lines and bags and start treatment again if this happened). They decided to try to use an opticap in order to replace the lineo cap into the patient line. Once they had done this, they then tried to reconnect themselves, but forgot to remove the lineo cap that they already had in place on their transfer set, so were unable to make the connection. As patient could not make the connection, they decided to give up and discontinue treatment for the night. They decided to use solo bags for their treatment instead. No patient injury or medical intervention was associated with this incident, per baxter.